Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during investigation, the pump failed to power on. A visual inspection of the pump showed a crack along the side of the battery compartment and corrosion inside the compartment. A leak test verifies a leak in the battery compartment. The pump opened and moisture damage was found on printed circuit board. The pump was not able to be adequately investigated due to the non-responsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was malfunctioning. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.